Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the sensor wire was reported to have been retained in the skin. No further symptoms were reported, but the patient went to the hospital. At the hospital an x-ray was made. No results were reported, but the patient underwent a surgical intervention, and an incision was made to remove the sensor wire. No further treatment or details about the hospital stay were reported. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).